Manufacturer narrative:
Results: bent timing link assembly in siderail.

Event description:
It was reported by service report that the side rail would not raise or lock. No patient involvement or adverse consequences are reported.